Event description:
Customer reportedly received results of 259 mg/dl and 118 mg/dl within 10 minutes on the aviva system. Customer reports drinking a cup of water after obtaining these results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Boston scientific crm received information that this representative contacted technical services in (B)(6) 2010 to discuss an episode where the device atrial paced (sensor driven) during an arrhythmia simultaneous with the qrs complex. This caused a slight acceleration of the arrhythmia and changed the qrs morphology. Technical services informed the representative that pacing was due to accelerometer input and discussed the option of reprogramming the sensor off or making the sensor less aggressive (to prevent pacing). Other options included shortening the minimum avd to increase the va time or potentially decreasing the cross-chamber blanking period to allow the device to sense the ventricular event.